Event description:
Patient reported "bent over it looked like a triangle, felt like something ripped in chest, implant was loose and it had turned and was moving in chest". This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.